Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at their ipg site, along with redness and warmth. In addition, the patient experienced fluid leaking for their incision site, but reportedly did not have a fever. As a result, the patient was admitted to the emergency room on (B)(6) 2018 and treated with IV antibiotics. Patient was discharged home, however was readmitted on (B)(6) 2018 due to wound dehiscence. As a result surgical intervention was undertaken to explant their scs system.